Event description:
An endurant ii aui stent graft system was implanted in a patient for the emergent endovascular treatment of a 10 cm diameter pre-operatively ruptured abdominal aortic aneurysm. The patient was airlifted to hospital with a ruptured 10cm aneurysm. When obtaining access to the femoral arteries the physician did a sheath injection on the right side and realized the patient had right common iliac occlusion. Access to the left side was gained and a large sheath was inserted, as well as, a reliant balloon. The balloon was inflated to exclude the aorta and a sheath injection was performed. With this sheath injection the left renal artery was verified. The right renal was the lowest but the physician stated pre-procedure that they would need to cover the right renal artery in order to obtain a seal. Once the screen was marked the physician removed the balloon and sheath, inserted the delivery system for the 36x14x102 endurant aui and deployed going off the mark. During normal circumstances there would have been several additional images taken using the contralateral groin access with a flush catheter. This was impossible to due to the occlusion. After deployment the physician did a sheath shot and measured to the left hypo gastric and continued to extend in order to completely exclude the rupture. After doing a completion run it was apparent that both rentals and the sma were covered. The physician stated the cause of the event was anatomy related. The physician thought that when the stiff delivery system was placed, the aorta had reshaped; and since they were unable to re-image and gain additional information, that was the probable reason for the inaccurate delivery. The patient expired. The cause of the death is unknown; however, the stent graft landing high was a contributor. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.